Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight within specifications, creases fold, wear abrasion and deformation device. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional additionally reported right side "bottoming out". Device has been explanted.

Event description:
Healthcare professional also reported "extensive wound healing complications on the right side, "bottoming out," "palpability of the implant" and "inframammary fold.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6. The event of delayed healing is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported "right side capsular contracture grade IV¿. Device remains implanted.